Event description:
It was reported that the aviator screw broke insitu, the aviator rescue screw broke insitu and the plate's spring was broken. The entire construct (plate and screws) were removed then a new plate and screws were inserted.

Manufacturer narrative:
Method: device history review; complaint history review; results: no specific details were provided concerning the technique used that could have contributed to the reported event (such as over-articulation of the drill guide/tap/screw). Therefore, the exact cause cannot be determined. The potential cause is multifactorial in nature. Conclusion: the returned device was confirmed to be an aviator assy one level plate. It was confirmed via visual inspection that the spring bar of the plate was deformed over a screw hole. A 30 minute delay in surgery resulted and all components were successfully removed and a new plate was installed. There were no new hazard/harms identified or breach of severity.

Event description:
It was reported that the aviator screw broke insitu, the aviator rescue screw broke insitu and the plate's spring was broken. The entire construct (plate and screws) were removed then a new plate and screws were inserted.